Event description:
It was reported that some time post catheter placement procedure, the patient allegedly experienced hematoma and local infiltration. Patient current status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as the provided photos are not sufficient enough to confirm the issue. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2024) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman d/l catheter was returned for evaluation and three electronic photos were provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the identified fracture issue as a longitudinal split was noted approximately 2.5cm proximal to the distal end of the catheter. Furthermore, the relation of identified device fracture problem to the reported clinical condition cannot be confirmed due to lack of evidence. Therefore, the clinical conditions alleged in the complaint is inconclusive. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024), g3. H11: h6 (device, method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement procedure, the patient allegedly experienced hematoma and local infiltration. Patient current status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2024). Device not returned.

Event description:
It was reported that some time post catheter placement procedure, the patient allegedly experienced hematoma and local infiltration. Patient current status is unknown.